Event description:
A distributor from france reported a complaint about a pump battery that was not charging. The initial lack of information on blood glucose levels suggested no adverse impact on the customer's levels. The customer tried charging the pump using different cables for over two hours, but it still wouldn't turn on. The pump was expected to be returned for further inspection, and arrangements were made for a replacement pump with a different serial number.